Manufacturer narrative:
Device not returned.

Event description:
It was reported intermittent occlusion alarms occurred. Prior to troubleshooting with tandem technical support, the pump supplies were changed to address the issue. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer was using u-500 humulin insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose reached 359 mg/dl.